Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID: 8840, serial# unknown, product type: programmer, physician. Analysis of the pump found that there was a pump motor gear train anomaly with a foreign material causing motor stall. Analysis of the catheter found there was coring/tears/cuts in the seal of the sc connector, which met leak criteria per (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 3,000 mcg/ml fentanyl at an unknown dose. The reason for use was spinal pain. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. This pump was placed in 2018. Per the event logs, the stall occurred on (B)(6) 2018, with no previous stalls and no recovery to date. Tube set occurred on (B)(6) 2019. The patient began hearing the audible pump alarm ¿2 days ago¿ prior to the call date of (B)(6) 2019. The doctor was contacted about this issue. The nurse stated on (B)(6) 2019, that she was unable to advance to the minimum rate screen and update the patient's pump with the 8840. Troubleshooting was performed with the rep and they reviewed pertinent information per their inquiries. The patient will see the doctor in the morning, the pump will be programmed to minimum rate mode and they will decide how to proceed from there. Motor stall considerations were reviewed, including to silence audible alarms, consider pump replacement, consider programming minimum rate, cover patient with non-pump medication, and if explanted/replaced pump return to the manufacturer is recommended. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
New information indicated the event is now reportable for serious injury due to intervention required. Logs indicate that the 3,000 mcg/ml fentanyl was being delivered at a dose of 19.2 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2019. It was reported that an attempt to aspirate the reservoir was unsuccessful. The product was returned to the manufacturer for analysis. There were no further complications reported/anticipated.